Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be received for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID and 2134265-2017-04920 and 2134265-2017-05933. It was reported that death occurred. Vascular access was obtained via a right radial approach. The target lesions were noted to be 99% and 70% stenosed. The target lesions were located in the left anterior descending (lad) and left circumflex (lcx) arteries. A samurai guidewire was selected and advanced. During pci, an unspecified performance issue with the samurai wire occurred. The samurai wire perforated the distal vessel. The procedure was completed with the implant of 2 promus element plus drug eluting stents. The patient's condition was stable. Five (5) hours later, the patient was sent back to the cath lab for pericardiocentesis, during which the patient died.